Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving a sensor scan of 177 mg/dl which was higher than she feels. The customer experienced symptoms described as ¿disorientated, vision issues and difficulty to think¿ and treated themselves with soda. The customer self-presented to hospital where she received IV fluids for treatment. A subsequently reading of 89 mg/dl was obtained on the hcp meter and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. The customer reported receiving a sensor scan of 177 mg/dl which was higher than she feels. The customer experienced symptoms described as ¿disorientated, vision issues and difficulty to think¿ and treated themselves with soda. The customer self-presented to hospital where she received IV fluids for treatment. A subsequently reading of 89 mg/dl was obtained on the hcp meter and no further treatment was reported. There was no report of death or permanent impairment associated with this event.